Event description:
It was reported that the device ¿gets hot¿ and there was no patient impact.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The device was received in a non-working condition; therefore the reported complaint (gets hot) could not be verified. Analysis found that the motor was seized; the motor, bearings and other parts were corroded due to dry saline. The device was repaired, tested to manufacturer product specifications and returned to the customer. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.